Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
According to hod the mesher has not been working properly since delivery of the unit however was much worse with a thicker graft. There was no damage to the mesher. This complaint was created for the unknown times it malfunctioned. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). On (B)(6) 2018, it was reported that during surgery, the device failed to mesh correctly. According to hod the mesher has not been working properly since delivery of the unit however was much worse with a thicker graft. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by medicrea on (B)(6) 2018 revealed that the calibration was out of specifications. The side plates and handle failed visual inspection. The device produced a passing sample mesh. Repair of the meshgraft ii was performed by medicrea on (B)(6) 2018 which included replacement of the side plates and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since during product review the device produced a passing sample mesh. The root cause of the device not meshing properly could not be determined with the provided information since the device produced a passing sample mesh during product review. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.